Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection of the returned device confirms the reported condition. Evidence of fracture is noted and evaluation of the fracture indicates it occurred when the product was being implanted. Root cause of the event was most likely due to failure to keep the inserter fully seated, excessive force and/or poor tunnel preparation; however, a conclusive root cause could not be determined without additional information. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and polymeric aspects of the surgical implants." Number 6 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "bending, fracture, loosening, rubbing, and migration of the devices can occur as a result of excessive activity, trauma or load bearing."

Event description:
During a procedure, a resorbable screw fractured. It is unknown if intervention was required to remove fractured pieces from the patient. The procedure was completed with another screw. There was approximately a 5 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.